Manufacturer narrative:
Continuation of d10: product ID evfxplus-34 (serial: (B)(6)); product type: 0195-heart valves; implant date ; explant date product ID d-evolutfx-34 (lot: 0012338849); product type: 0195-heart valves; implant date ; explant date product ID d-evolutfx-34 (lot: 0012245466); product type: 0195-heart valves; implant date ; explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to the attempted implant of this transcatheter bioprosthetic valve, a pre-implant balloon aortic valvuloplasty was performed due to calcification. Subsequently, the valve was inserted into the patient and deployed at a depth of 3 mm. Upon 80% deployment, an infold was observed in the valve frame. The valve was recaptured withdrawn from the patient. Per the physician, the patient's anatomy contributed to the infold. A second balloon valvuloplasty was performed using a 22 mm non-medtronic balloon, and a new valve was implanted in the patient using an new dcs. The infold resulted in a 6-minute procedural delay. No adverse patient effects were reported.